Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the pendant has been disconnected from the bed and the bed is continually raising up by itself.